Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Event description:
As reported by the legal brief, on (B)(6) 2017, patient was implanted with the device which failed prematurely, causing pain and difficulty walking, among other injuries and ailments. Recently, patient began experiencing pain, instability, swelling, and difficulty walking, among other injuries and ailments. After (B)(6) 2022, patient received a recall letter regarding his exactech device, and his physician confirmed that he was implanted with a now-recalled device. Patient¿s physician discussed with patient his concerns regarding his recalled exactech polyethylene insert as well as the pain and discomfort patent was recently experiencing. On or about (B)(6) 2022, patient visited hospital at which time he had fluid drawn from his painfully swollen left knee, received a cortisol shot, and was informed that he would need to undergo a revision surgery. Patient is currently waiting to be scheduled for revision surgery which is likely to occur in the coming months.

Manufacturer narrative:
Concomitant products: truliant ps cem fem ps cem left sz 4.5 (cat# 02-020-11-0245 / serial# (B)(4). Truliant tib fit tray cem sz 4.5f/3.5t (cat# 02-022-45-4535 / serial# (B)(4). Advanced patella 35mm 3 peg implant (cat# 200-07-35 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.